Manufacturer narrative:
The technician found the casters had an internal failure. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).